Event description:
"S/p b subgland 285cc gels, (thinks surgiteks) for augmentation. Pt denies decrease in size or h/o trauma with b closed capsulotomy, resulted in a l ptosis. Pt says they always are hard and are harder now. R is the most painful and tender lumps in r (not grown) arthralgias, (+ am stiffness) r greater than l, myalgias, paresthesias/dypesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, low grade fever, hot flashes/sweats, headaches, tmjd, visual changes, dizziness, memory loss, dry mucus membranes, hair loss, rashes, sens sun/cold (+ raynaud's) sob/costochondritis, choking sensation, patches of skin tightening, thyroid probs. Wgt gain and gi/gu."